Manufacturer narrative:
This follow-up report is being submitted to relay additional information.   Visual examination of the returned product found them to exhibit signs of repeated use and have one or both of the ball bearing components disassembled / missing. The complaint is confirmed. The root cause determined to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source: foreign - canada. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2022-03601, 0001822565-2022-03602, 0001822565-2022-03603, 0001822565-2022-03604, 0001822565-2022-03606, 0001822565-2022-03607, 0001822565-2022-03608.

Event description:
It was reported that the instrument is missing the bearings. It was noted that most of the instruments went through the ultrasonic process. There was no patient involvement.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Unable to review product as it wasn't returned. Reported event is not related to a combination of products; therefore, a compatibility review is not applicable. Medical records were not provided. A complaint history search will not be performed as this device is within the scope of a previously implemented design update. A field action was initiated to recommend against using ultrasonic cleaning as a sterilizing technique for these devices. These devices were subsequently re-designed to account for this failure mode with a new locking mechanism. It was determined that these devices were manufactured prior to this design change. The root cause is considered to be a previously addressed design issue. No additional corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.